Event description:
Device 3 of 3. Reference MFR report # 1627487-2014-01011, reference MFR report # 1627487-2014-01012. The pt was implanted with two leads of the same lot number. It was reported, the pt is scheduled for surgical intervention. The reason is currently unknown. Follow-up revealed the explant took place on (B)(6) 2013. No sjm representative was present for the procedure therefore, the reason remained unknown.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.